Event description:
It was reported that the patient passed away on (B)(6) 2023. The patient experienced respiratory distress. The death was not considered device or therapy related. The pump operated as expected. An autopsy was not performed and the device was not explanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. Additional information revealed that there was no more information available for this event. The device operated as expected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU, ¿introduction¿, lists adverse events that may be associated with the use of hm 3 lvas, including respiratory failure and death. No further information was provided. The manufacturer is closing the file on this event.